Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. The customer was provided with troubleshooting steps and a request for additional device identification information but the customer has yet to respond. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is autocycling when the flow trigger is set below 2.0 liters per minute (lpm) on neonatal mode. There was no patient involvement associated with this event.